Event description:
It was reported that during testing conducted at the manufacturer facility the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Through service, the technician noted that the handpiece speed fluctuates. Upon disassembly, a non-stryker e-box was identified along with other non-stryker modifications made to the motor and drivetrain. The e-box controls the electronics of the device, and damage to the electronic components or connected wiring will cause it to not function properly. The e-box, motor, and drivetrain were replaced along with other preventative maintenance, and the repaired handpiece was returned to the customer.

Manufacturer narrative:
Failure analysis in progress

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.